Event description:
It was reported that the customer had 7 more pcu's with keypads that are not functioning. The pcu will not power on and has no power indicator. This customer has had 46 pcu's with the keypad related issues this year prior to these 7 for a total of 50 keypad issues. The customer would like a solution.

Manufacturer narrative:
The reported issue that 7 pcu's had keypads that are not functioning could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. The CAPA pr 1120033 was opened to investigate the keypad related issues. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was patient involvement.

Manufacturer narrative:
The reported issue that 7 pcu's had keypads that are not functioning could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. However bd has initiated a recall of the pcu keypad assembly in(B)(6) 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. The CAPA (B)(4) was opened to investigate the keypad related issues. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the customer had 7 more pcu's with keypads that are not functioning. The pcu will not power on and has no power indicator. This customer has had 46 pcu's with the keypad related issues this year prior to these 7 for a total of 50 keypad issues. The customer would like a solution.